Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that one day after the implant of the pacing lead it exhibited high impedance and a micro lead dislodgement was suspected. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.